Manufacturer narrative:
Per internal review on (B)(6)2025, bwi identified that the g3 date received by manufacturer field was mistakenly indicated as (B)(6)2025. The true date is (B)(6)2025 as that is when bwi confirmed usage of a bwi ablation catheter during the event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced bradycardia that required temporary pacemaker. Patient had cti (cavotricuspid isthmus ) ablation on right atrium. Roof line and mitral line ablation on left atrium. Patient had vein of marshall etoh (ethanol) ablation. During procedure they noticed that patient has very slow heart rhythm. Patient was fitted with a temporary pacemaker. The patient improved and did not need a permanent pacemaker. Patient did require extended hospitalization. The physician's opinion on the cause of the adverse event is patient condition as patient was in bradycardia before procedure.